Event description:
The svc report shows that when the ventilator was turned on there was no audible output. The nellcor puritan bennett customer support engineer verified there was no audio output. The customer support engineer inspected the device and replaced the interface "pcb". The unit passed extended self testing. The customer support engineer verified there was no pt involvement. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.